Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to operator error during servicing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. It was noted that the device displayed an error message (sf147) related to a stalled main blower. The main circuit board was replaced to address the reported issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or a serious injury reported as a result of this incident.